Event description:
Outbound. (B)(6), the patient's husband stated that there was an issue with a cassette the other night. The pump said no disposable line and after rubbing the tube, it started working again. No further details provided.